Manufacturer narrative:
Additional information was received indicating there was no patient involvement. Updated: no patient involved.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error 1210. There was no reported injury to the patient.